Event description:
Event as listed on medwatch received 09mar2020 - celect ivc filter found to be multiply fractured. 2 arms broken off, one retained locally but loose in ivc and other in two pieces, both extravascular, one recently seen to move from near ivc to between right kidney and psoas (1 month interval b/CT scans). Intravascular fragment and tip embedded filter removed with forceps. Extravascular fragments left for now.

Manufacturer narrative:
Attachment: [mw5093070_wce_pi.pdf].

Manufacturer narrative:
Event reported by manufacturer under MDR 3002808486-2020-00235.

Event description:
On (B)(6) 2020 celect. Fractured with 2 arms off. One retained (loosely) locally. Other in 2 pieces one retained behind ivc other migrated to between right psoas and right kidney. I removed all intravascular fragments with four sets yesterday. The filter was placed in 2017. It was reported that the patient was doing well.